Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. As received, the unit appeared to operate normally. The unit was tested over a period of several days in attempt to duplicate the complaint. Attempts at duplicating this complaint were unsuccessful. The two possible components that could have caused this failure are the inverter and the low voltage power supply board. These components need to be replaced. High power supply requires update per dcr 9326. The inverter and low voltage power supply were replaced. The high voltage power supply was updated per dcr 9326. The unit was retested and passed on final acceptance test. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Customer called and informed that: "the coagulation side of the generator is not working properly and needs to be repaired. Please repair under warranty and return to the customer. No adverse consequences to the customer and/or delay in surgery were verified". (B)(6) a message was left for (B)(6) for more specific information as to what was wrong with the device. (B)(6) additional information regarding the problem encountered described that the malis was fluctuating. There was a problem with the coag side when in use with the footpedal.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.